Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during balloon inflation of a 29mm commander delivery system in the mitral position in a surgical valve, the balloon ruptured. The valve was partially opened and was brought down to iliac vein and was extracted surgically. As per medical opinion, the perceived root cause of the balloon rupture was the rapid inflation of valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing the inflation balloon is inspected per procedure for the following: proximal and distal leg inner diameter (ID), balloon outer diameter (od), working length, single wall thickness, lines, thick or deformed cone, mechanical damage, crow¿s feet, fish eyes and gel spot scratches. Prior to the balloon pleat, fold and forming process the balloon is 100% visually inspected for size and contamination under magnification. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. Per procedure, the flex catheter and balloon catheter are leak tested. The assembled delivery system is lead tested to ensure that there is no holes or leaks in the inflation lumen of the balloon. During post leak test, the balloon covers and inflation balloon are inspected for any damage. During final inspection per procedure, the device is visually inspected distal to proximal by both manufacturing and quality for defects and cosmetic appearance, missing components, incorrect assembly, device damage and contamination. In addition, balloon burst testing was performed on the finished work order under a sampling basis during product verification testing per procedure. All samples tested met statistical acceptance criteria. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) was reviewed and did not reveal any manufacturing related issues that contributed to this complaint. Review of the lot number did not reveal additional complaints for ¿balloon burst¿. A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints for the trend category above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was not performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device and any relevant photographs/imagery, the complaint for ¿balloon ¿ burst¿ was unable to be confirmed. Because the device was not returned for evaluation, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of the complaint history, manufacturing mitigations, DHR, and lot history support that it is unlikely that a manufacturing nonconformance was a contributing factor. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, ¿the delivery system balloon ruptured when the balloon was partially inflated¿ and also stated that the perceived root cause of the balloon rupture was the rapid inflation of valve. The procedure lists the steps for correct volume verification and thv deployment. Exact volume required to deploy the thv may vary depending on the bioprosthetic valve orifice size of the previously implanted valve. It is possible that the condition of the existing valve (leaflet calcification) came in contact with the balloon compromising its structure resulting in a balloon burst. In addition, the procedure lists the proper inflation parameters for use, including nominal volume and rated burst pressure. Review of complaint history also indicates that calcification may have contributed to the complaint event. The complaint was unable to be confirmed due to the unavailability of the device and procedural imagery. In this case, available information suggests that patient factors (interaction with previous implanted valve) may have contributed to the complaints. No labeling or IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rates did not exceed the november 2018 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required.